Event description:
The customer reported that an error message displays when the x-ray tube of the 8800 system is positioned horizontally. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.